Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was spinal pain. The date of the event was unknown. It was reported an inflammatory mass was suspected. No symptoms were reported. Magnetic resonance imaging (MRI) was being done to look for a possible granuloma at the catheter tip. The granuloma was not confirmed.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.